Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the bottom housing and the patient cable being discolored were confirmed by visual inspection. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) service center and was evaluated and tested. The unit powered up and functioned as intended. The bottom housing and patient cable were replaced, and the internal software was updated. The mpu was subjected to functional testing and passed all tests. Preventative maintenance was performed, and the unit was returned to the rental pool. The bottom housing and patient cable were forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis, the reported damage to the bottom housing and discoloration of the patient cable was confirmed. The patient cable was functionally tested and operated as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the mobile power unit (serial #: (B)(6)) was found to pass all manufacturing and qa specifications before being shipped to the customer on 10jun2016. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ cautions the user to inspect the mobile power unit and not to use a mobile power unit that appears damaged. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit's bottom housing had a small crack at the ac power inlet. The patient cable was discolored and the red battery strap was also damaged. All of these were replaced and preventive maintenance was performed.